Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at site 13 was removed due to peri-implantitis. Note implant was placed at an unknown date about 15 to 20 years ago. Patient will return for new implant. Site was not grafted, and no medical history reported. Symptoms: abscess, pain, bone loss.